Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned for analysis. No flouroscopy images were returned for review. Manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Hypotension and dissection are known potential adverse patient effects per the evolut system instructions for use (IFU) and can occur during any percutaneous intervention. These events are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The cause of the major vascular complication was unknown. However, it was reported that gaining access with a non-medtronic 16 french (fr) sheath was difficult. The evolut system IFU instructs if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). This indicates a possible cause for the vascular complications. However, without images for review and with the information provided an assignable root cause could not be determined and a relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to this event. Updated data: h6 conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, gaining access with a non-medtronic 16 french (fr) sheath was difficult. The sheath was able to be inserted and the valve was implanted without complication. When closing the groin site, hypotension and tachycardia were reported. Two attempts were made with two separate non medtronic closure devices, but hemostasis was unable to be achieved. A 12 fr sheath was used to provide hemostasis until the vascular surgeon could arrive to perform vascular intervention on the major vascular complication. The cause of the major vascular complication is unknown. It was reported that the minimum access vessel diameter was greater than 5.5 mm, however the exact size was not known. Further it was reported that the patient had calcified and tortuous anatomy. No additional adverse patient effects were reported.